Event description:
Discordant results were obtained on patient samples for multiple assays on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) for one patient (sid (B)(6)). It is unknown if the discordant results were reported to the physician(s) for the other patient samples affected. It was discovered that the patient samples were dispensed into aliquot wells already containing quality control material. One quality control that was mixed with a patient sample was rerun on the same instrument, and patient samples were rerun an alternate instrument and resulted differently upon repeat testing. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers in june 2013. The ufsn instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.